Event description:
During a procedure on (B)(6) 2013, while the surgeon attempted to reduce a fracture, the 2.4mm threaded reduction tool broke into two pieces. The surgeon successfully removed the piece lodged into the bone. The outcome of the procedure was successful. Reportedly the procedure was delayed for 10-15 minutes. No broken fragment was left in the patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.